Event description:
It was reported that during an unknown procedure the pad was slipping on the device jaws during use on the patient. The blade tip was getting hot and left some small marks on the patient. There was no burn level reported. Another device was used to complete the procedure. The pt is stable.

Manufacturer narrative:
Information anticipated, but unavailable at this time.